Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump with battery damage. This condition had the potential to interrupt delivery. The reported condition occurred in the surgery unit, however, the step in the process in which the reported condition occurred is unknown. There was no patient involvement, therefore there was no injury or medical intervention recorded. This device is a colleague infusion pump with a user interface module software version that is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery damage was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was assigned to use/user error. The main batteries and battery harness were replaced in order to correct this condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with battery damage was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.